Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during bolus. The customer's blood glucose reading was 236 mg/dl. The customer went through troubleshooting and performed a 5 unit fixed prime, but insulin did not exit. The customer then disconnected and reconnected the reservoir and infusion set and pushed insulin through; insulin did exit the tubing. The customer rewound the device. The customer then performed a manual prime and verified that insulin exited. The customer was advised that the alarm was caused by a set or reservoir occlusion, and that the insulin pump was working as designed. The customer was advised to monitor her blood glucose levels and to call back if they have any other issues. Nothing was replaced or returned for analysis.